Manufacturer narrative:
The device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited a shock impedance measurement that was high, out-of-range, at 131 ohms. The physician delivered a commanded 41 joule shock to test the system and the impedance measurement was normal, at 80 ohms. The device and lead will continue to be monitored. No adverse patient effects were reported.